Event description:
It was reported that this self-expanding metallic esophageal stent was used as off-label in the duodenum. The stent was sutured into the duodenum and when the patient came in for CT scan follow up, it was found that the stent had ripped away from the sutures and split in half. Additional information was received that additional surgery was done to remove both halves from the small bowel. Subsequent imaging confirmed the stent's removal. There were no further reports of patient harm.